Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned they have been complaining about issues charging since day 1 even with their replacement implant battery. Patient stated even when the implant battery was replaced, they continued to have issues and worked with several different manufacturer representatives (rep) in the area to troubleshoot. Patient mentioned their implant battery has been dead for years and they were waiting to have their implant surgically removed. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.